Event description:
On (B)(6) 2013, the lay user/patient's mother contacted lifescan (lfs) alleging a cal code issue with the patient's onetouch ultralink meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged coding issue began on an unknown date/time. The patient reportedly manages his diabetes with an unknown type/dose of insulin through pump therapy and the reporter denied taking any action regarding the patient's usual diabetes management routine in response to the alleged issue. At an unknown time after the alleged issue, the patient reportedly developed symptoms of "nausea, sweating, frequent urination and extreme thirst." She stated his blood glucose was tested on another unknown device at an unknown time every hour throughout the night, but she could not recall the results obtained with the other meter. The reporter stated she treated the patient with 3u of an unknown type of insulin that same night. At the time of troubleshooting, the cca walked the reporter through coding the meter and the issue was resolved. Replacement products were sent to the patient and the subject meter is pending return for investigation. Although it is not clear how the alleged issue may have caused or contributed to the serious injury, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.